Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in two places. Unrelated to the complaint, investigation revealed that the display was dim with discolored text. Also unrelated to the complaint, the cartridge compartment bumper pad was observed to be cracked and the battery compartment bumper pad was detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a case/condition (cracked/damaged casing) issue; cracked battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.